Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Product ID m995402a001, serial# (B)(6). H3: analysis of the returned 97745 (s/n: (B)(6)) device found no visual anomalies with the returned device. Analysis found that the main board lithium ion battery contacts were broken/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: m995402a001, serial/lot #:(B)(6); product ID: 97745, serial/lot #:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they went to charge their implanted neurostimulator on sunday, but didn't plug in the controller to ac power on saturday night like normal. Patient said they left the controller plugged in on sunday and went to church, but when they came back to charge the implant, the controller kept saying the controller battery was too low to charge. Patient said the green light was on the ac power supply. Patient also said when they plugged in the power supply to the controller, the light would flash once on the controller, but then wouldn't flash any more like it normally does. It was reported the patient's controller would not stay on. Pt called back in with their equipment, and stated they were experiencing the same issues as documented in the original note. During the call pt confirmed no visible damage to the recharging cord and the controller port. Pt removed the battery pack and plugged the controller into the a/c power cord. Pt stated that the controller powered on, but then would turn off. The controller would continue to go on and off. An email was sent to repair to replace the controller. Pt called and reported same issue was happening with replacement controller - appears to flash a couple times when controller plugged into ac power, then stops charging after ~2 flashes of green.  Pt called back stating they got the new controller but still had the same issue where it would not charge in the ac power supply. Pt verified he was using the new controller. No symptoms were reported.